Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had a failed selftest alarm on their insulin pump. Customer's blood glucose was unknown. The customer was advised to program a bolus and the correct bolus amount was recorded in the bolus history. Customer also reported a off no power incident with their alarm. The customer stated a low battery alert occurred prior to the off no power incident. The customer also reported this was the second occurrence of off no power in less than 24 hours. The customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.